Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller had a frayed recharger antenna cord. Patient reported they were having issues charging their implant and the issue began yesterday. Patient tried to charge the implant yesterday then saw that the recharger antenna was dry rotted and came off. Patient needed an MRI and the MRI facility requested for them to fully charge their implant. Patient was getting shots at the doctor so they hadn't charged their implant. Patient last successfully charged their implant maybe 3 or 4 weeks ago. Agent reviewed possible overdischarge information. Agent redirected patient to their healthcare provider (hcp) to address the issue. Additional information was received from a patient (pt). It was reported that they just received the replacement antenna but the recharger itself wasn't working now. Pt said that when they pushed the green button to start recharging the ins, the reposition antenna screen would appear. Pt said that it had been a while since they last recharged the ins. Pt confirmed that it had been about 30 days or more since they last recharged the ins. Agent reviewed possible ins over discharge with the pt. Pt said that their healthcare provider (hcp) went to florida a while back and that they person they had for the ins retired last year, so they didn't have anyone. Pt said that they are supposed to have a MRI as well, but they can't have the MRI until this issue is fixed. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. It was reported that the patient had a surgery on (B)(6) 2025 and implanted a new stimulator.